Event description:
Pt reports a crack in pump. Unknown how crack was caused. No issues with infusions, no missed dose or adverse event reported, we are sending replacement pump out to patient and patient will return defective pump. Serial number unknown. Reported to (B)(6) by: patient/caregiver.